Manufacturer narrative:
This report is filed on october 04, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, october 04, 2016.

Manufacturer narrative:
This report is submitted january 18, 2017.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device during the same surgery. This report is filed on december 12, 2016.